Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on an unknown date and mesh was used and fixated with absorbatacks. This procedure was completed concomitantly with a cholecystectomy procedure. Beginning (B)(6) 2011, a new surgery was necessary due to liver metastasis. During that procedure, the surgeon found that the mesh had not grown in. Due to small life expectancy of the patient, the hernial orifice was then closed by direct suture. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The date of the second procedure due to liver metastasis was (B)(6) 2011. The mesh was not removed from the patient and suture was used to repair the hernia.